Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 8th december 2009 and performed to specification up to the 16th august 2015. A fresh pad-pak was installed during this time. Multiple manual power ups mainly of ten minutes duration were recorded between the 17th-20th august 2015. Investigation found the reported fault can be attributed to membrane failure. The initial ten minute time outs recorded may suggest the device was switching on automatically and the user was intervening to switch the device off via the on/off button. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.